Manufacturer narrative:
Per the initial reporter, the patient was born in (B)(6). It was reported the device will not be returned. Concomitant medical products: cook medical cloversnare 4-loop vascular retriever and bentson wire guide (manufacturer unknown). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that retrieval of a cook celect inferior vena cava (ivc) filter was being performed. The physician stated that the ivc filter had been placed approximately four to five weeks prior to the attempted retrieval due to the patient's gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was observed to be tilted to the point at which the hook was against the caval wall. A cook medical cloversnare 4-loop vascular retriever was initially used in attempt to retrieve the filter; however, it was not long enough to reach the filter hook due to its tilted angle. Using the seldinger method over a bentson wire guide (manufacturer unknown), the physician exchanged the cloversnare for a gunther tulip vena cava filter retrieval set (which included a dilator, inner and outer sheath). As the dilator and sheath were advanced, the physician noticed the set was bowing in the heart. The physician was getting ready to pull back and straighten out, when the patient presented bradycardia. The physician pulled back on the dilator and sheath, and the patient went into cardiac arrest. The dilator, inner sheath, and wire guide were removed via the right jugular access site, leaving only the outer sheath within the patient's anatomy as chest compressions began. The physician realized the patient was not stabilizing, and took the outer sheath out and held pressure at the access site. The patient expired at approximately 09:30 on (B)(6) 2018. An echocardiogram was performed to rule out perforation of the atrium and pericardial effusion, neither of which were observed. The physician stated that he was unsure why the patient arrested, as no autopsy was performed; however, believes the patient suffered as a result of an air embolism. The physician noted that as chest compressions were performed, bubbling was observed at the access site where he held pressure. The physician claimed that there wasn't a clear explanation for the event, but it could have been a result of "something as simple as the patient breathing at the incorrect time during the procedure." He also stated that an internal investigation at the hospital was not performed; therefore, no additional findings are available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  The physician stated that there was no damage was noted to the gunther tulip vena cava filter retrieval set and that it was not at fault for this occurrence/ did not malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, it has been determined that the root cause was related to the usage or handling of the product. The bowing of the sheath was most likely related to user technique. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.